Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received the elective replacement indictor (eri) message. It is unknown if this occurred prematurely. As a result, surgical intervention took place wherein the ipg was explanted and replaced to address the issue. Reportedly, therapy was confirmed post op.

Manufacturer narrative:
A "replace generator soon" warning message was reported. As a result, the patient's ipg was explanted and replaced. Therapy was restored. The device was not returned for analysis; however, logs and/or assessment report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of life.